Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have, however contacted the initial reporter to request add¿l info. The attorney¿s report alleged that the patient was treated for an infection, the warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a mfg review that included review of sterility records was performed and did not find evidence of a mfg related cause for the alleged event. Additionally, no sample was returned for eval. This MDR includes all patient, event and device info davol has received to date. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007: patient was implanted with composix kugel mesh to repair a hernia defect. On (B)(6) 2010: patient presented to the hospital with severe abdominal pain and underwent surgery to remove the implanted mesh, which had become infected. Attorney's report alleges permanent injury, pain, infection, add'l surgery, defective mesh, erosion, explant.